Event description:
It was reported that broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a wearable failure error and decided to remove the sensor. Upon sensor removal, the sensor wire was missing. The patient alleged the broken sensor wire remained in the skin and she experienced pain, bleeding, a bruise, and a bump at the sensor insertion site. On (B)(6) 2025, the patient went to the hospital [presumed to mean emergency room) and had exploratory surgery with topical anesthetic at the sensor insertion site. The ER nurse and physician did not locate the sensor wire in the skin, and they applied steri strips and bandage up the area. The patient was then referred to have a diagnostic procedure, and four x-rays were performed (back of the arm) which showed no evidence the sensor wire was retained under the skin. The patient was discharged home on the same day with no further medical intervention. At the time of report the patient was doing well. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e1803 - nodule.